Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to corrosion at the neck-stem junction leading to metallosis and osteolysis; failure of cocr mod. Neck (left). Note: all component were removed and replaced with another company's products.